Event description:
Reportedly, after the 8th firing of the device, its jaws would not open to release the tissue. Therefore, the surgeon decided to perform a small laparotomy to remove the device from the tissue by exerting excessive pressure on the handle and prying the instrument open to release it from the tissue. Meanwhile, the surgeon inspected staple line and it was intact. Procedure: lavh. Pt status: unk. Note: upon re-evaluation it was determined that this event is MDR reportable.